Event description:
It was reported that a bur heated up and burned a patient.

Manufacturer narrative:
The bur has yet to be returned for evaluation. No lot # was given, so the batch records could not be examined. If received, a follow-up report will be submitted with investigation results.